Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker of the device was not working. The device was not in clinical use. There was no adverse event or patient harm reported.